Event description:
A report was received that the patient was experiencing pain in the right leg from the knee to the foot after a recent aborted trial. The trial was aborted due to difficulty accessing the epidural space. The patient was given medication to help with the procedural nerve pain.